Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was requested but not yet returned. An addendum will be filed with the results on investigation once device is returned.

Event description:
Distributor reported, "failed to drop iop, implanted and removed."